Event description:
Reference MFR report: 1627487-2013-15100. The patient had two leads (from different lots) implanted as part of his scs system. It was reported the patient had fallen on ice and his stimulation changed. Fluoroscopic evaluation determined the cervical lead had slipped. A percutaneous lead was placed and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.